Event description:
Information was received that the "bpm" of a smiths medical pneupac vr1 ventilator "is out of spec". No adverse effects were reported.

Manufacturer narrative:
Evaluation: one ventilator was received in good condition for investigation. To test the device, a 50 psi connection was attached and the device was turned on. It was found that the device worked as intended. However, upon additional testing it was determined that that the frequency and tidal volumes were out of specification. Based on the investigation, the complaint was confirmed with no event problem source identified.